Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Please note that the product is not distributed in the united states, however, it is similar to the united states product.

Event description:
The report we received from our affiliate indicated that the patient presented with a restenotic lesion (previously treated with balloon angioplasty) at the left circumflex. The lesion was calcified and moderately tortuous and had a 99% stenosis. After intravenous ultrasound was conducted, a 2.5 x 18mm cypher stent was delivered to the target lesion, but it would not cross the lesion. The vessel was pre-dilated three times with a 2.25 x 15 mm balloon and the cypher was delivered to the target lesion again. While inflating the cypher stent at 12atm for 20seconds, the physician confirmed blood back flow of blood in the stent delivery system (sds) and realized the balloon had ruptured at nominal pressure. The sds was retrieved from the patient and the under-dilated stent was post-dilated with a 2.5 x 15mm high-pressure balloon. The procedure was completed successfully and there was no reported patient injury.